Event description:
During follow-up, decreased longevity was observed on the device. Abbott technical support was contacted and confirmed this event was due to a diagnostic anomaly. No further intervention was required to resolve the event and the event will resolve on its own. The patient was in stable condition.